Event description:
It was reported that patient right ventricle (rv) lead and right atrial (ra) lead were explanted and replaced on (B)(6) 2024. Additionally, a capped lead was explanted as well during the same procedure. The lead was capped on (B)(6) 2007 for an unspecified reason. The patient was stable throughout the procedure.